Event description:
Pt reported to physician one month post implant with incomplete healing of back incision and profound dystonia. On 06/03/1999, pt had an inflamed pocket incision. Pt appeared to have been clawing at and rubbing the incision due to his dystonia. On 07/06/1999, severe erythema had developed. The pocket containing the pump was aspirated and 5 ml of frank pus was obtained. This aspirate cultured gram-positive cocci. The pt received IV antibiotics from the infection without complication.